Manufacturer narrative:
(B)(4). Batch # k5dr0n. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results showed that the tl90 device arrived in good visual condition and with a trh90 partially loaded on the device and fully loaded with staples. It should be noted that the reload will only fit and operate properly in the linear stapler for which it has been designed that is the tl90 device will only work with a tr90 reload and a tlh90 device will work with the trh90 reload. For more information please refer to the instructions for use. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, "the device misfired" was the only information left about the device. It is unknown how the case was completed. There were no patient consequences reported.